Manufacturer narrative:
Product ID 74001, lot# n271216, implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type adapter product ID 3487a-56, lot# j0454746v, implanted: 2006 (B)(6); product type lead product ID 748910, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37744, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 748910, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3778-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37702, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3487a-56, lot# unknown, explanted: 2014 (B)(6); product type lead product ID neu_siliconeanchor, explanted: 2014 (B)(6); product type accessory (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(6) .

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced 60 pounds of weight loss and was malnourished. It was noted that the patient developed a local infection as the lead was more superficial. It was noted that there was a migration of the lead. It was noted that there was lead protrusion through the right chest wall. The lead and implantable neurostimulator were explanted. It was noted that symptoms associated with the event included a localized skin ulcer. Hospitalization was required due to the event. It was noted that the patient recovered without sequelae. The reporter noted that the planned explant procedure was delayed for a cardiac workup. Once resolved, the planned explant was done. It was noted that the cardiac issues were long-standing and were not related to the spinal cord stimulation (scs). It was noted that the scs would be reimplanted.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found insignificant anomalies and was functionally okay. Analysis of the adaptor (n271216) found no significant anomaly. The product was segmented and the body cut through. Analysis of the extension ((B)(4)) found no significant anomaly. It was noted there was a breached cut on the outer insulation. The extension was electrically ok. Analysis of the lead ((B)(4)) found no significant anomaly. The product was segmented and the body cut through. Analysis of the lead (unknown) found no significant anomaly. The product was segmented and the body cut through. Analysis of the anchor found no significant anomaly. It was noted that there was a cut winged anchor. It was noted that the anchor was torn during explant.

Event description:
Additional information received reported that one entire system was explanted on 2014-(B)(6) and one system remained implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a lead added on (B)(6) 2014. The patient's implantable neurostimulator (ins) was also replaced. The patient's battery was at 2.8v. Longevity of the device was reviewed. The patient was doing well and was receiving effective therapy. A second lead was inserted to cover for the pain coverage that was lost when the ins and one lead was explanted due to infection and erosion.

Event description:
It was reported that there was ¿approximately 2 mm of skin erosion at the pocket site in the right chest.¿ it was noted that explant was planned as a result of the event. It was noted that there was no alleged product issue. It was further reported that the patient outcome was unknown. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.